Manufacturer narrative:
As reported, the patient had nicks/cut from clipper blades. Based on the information available and without having the sample or photos to evaluate, no conclusions can be made as to the extent to which the blade may have caused or contributed to the patient's clinical course. A device history record could not be evaluated as the lot number is unknown. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, it is alleged that when clipper/clipvac was utilized to clip the patient's right lower abdomen and groin pre-operatively, the patient's skin was pulled into clipvac, ultimately leaving patient with nicks from clipper blades. It was a minor cut, so they left open to air; no treatment was provided.